Manufacturer narrative:
H10: per the customer, the device was reprocessed according to IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the control section had foreign objects, the switch box had a scratch, the scope connector cover unit had corrosion due to water leakage, due to burn on plastic distal end cover insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, the play of the up/down and right/left knobs were out of the standard value, the light guide lens had a crack and the connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had physical defects of the bending section and insertion tube including unusual shapes. The issue was found during a diagnostic colonoscopy procedure. There were no reports of patient harm. The procedure was completed with no delay using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction were found: air/water cylinder had foreign objects as well as the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.